Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted because of normal battery depletion. This MDR is being created because reliability assurance testing identified premature battery depletion.